Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'known inherent risk of device'.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited possible undersensing. Technical services (ts) was contacted by the health care professional (hcp) for pacing spikes after the intrinsic r wave, with the hcp requesting that the local field representative review the telemetry strips to clarify if the device is presenting an anomaly or not. Ts noted that the presenting electrogram shows intrinsic activity only, and that the device is functioning as programmed. No adverse patient effects were reported. This ICD remains in service.